Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly to connector. The battery tube connector plugged back into connector, monitored and no blank display noted. The insulin pump was received with normal sleep current. The insulin pump received with normal sleep current. No unexpected power error 25 verified in the long trace. The micro timer was functioning properly. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error on the insulin pump that occurred every 4 hours. Customer stated that it was impossible to switch on the pump with a fresh battery and the screen stays blank.